Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose (bg) was 319 mg/dl. Customer was at a restaurant at the time of the malfunction and when at home would reset pump in order to bolus. Tandem customer technical support (cts) confirmed that customer would reload the same cartridge in order to resume insulin and bolus with the pump to address bg.